Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to flattened button dome switch. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The pump was received without the original belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels and button error alarm. The customer's blood glucose level was 212mg/dl. The customer's levels had been as high as 600mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.